Manufacturer narrative:
The suspected motor control board was returned to the getinge field service engineer (fse) for further investigation. A senior repair technician of the national repair center (nrc) inspected the motor control board and observed white residue under u11 and surrounding components. The technician installed the board into the cs100 test fixture and tested to factory specifications per cs100 service. The board passed testing. The technician could not verify the reported failure of ¿electrical test fails code #50 when pump is powered up¿. Based on past experience, the white residue under u11 and surrounding components is consistent with saline. Corrective action has been initiated to address this issue. The motor control board was scrapped and has been retained in nrc per procedure.

Event description:
It was reported that during an installation of the cs100 intra-aortic balloon pump (iabp), the iabp alarmed ¿electrical test fails code#50¿ when the distributor¿s field service engineer (fse) powered on the iabp. This is an out-of-box failure. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The distributor¿s fse replaced the motor control board to fix the issue, and as a result the iabp was running normally. The iabp was then released to the customer and cleared for clinical service. The defective part will be return to (B)(6) for failure investigation, and we will report accordingly when the evaluation has been completed. (B)(6).

Event description:
It was reported that during an installation of the cs100 intra-aortic balloon pump (iabp), the iabp alarmed ¿electrical test fails code# 50¿ when the distributor¿s field service engineer (fse) powered on the iabp. This is an out-of-box failure. There was no patient involvement, and there was no adverse event reported.